Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) over 440 mg/dl with symptoms of fatigue, extreme drowsiness and a small level of ketones associated with an alleged call service alarm issue. Reportedly, the patient resumed use of the after replacement and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support determined the patient¿s adverse event was associated with a training/misuse issue; animas customer support provided education on the call service 064 alarm. The alarm occurred during the rewind/load step. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with use error; no pump malfunction was indicated.